Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that (B)(4) products optipac 80 refobacin bone cement r-3, reference (B)(4), lot number 812aa09210 were manufactured on april 27, 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint on this issue has been recorded for optipac 80 refobacin bone cement r-3, reference (B)(4), lot number 812aa09210 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement was stored uncooled, at 23.5 degrees celsius. Cement was put in the operating room about 45 minutes before to surgery. (Temperature in operating room is 19.5 degrees celsius and humidity is 15.7). At the beginning of the surgery, cement had a temperature of 19 degrees celsius. The polymerization time after 14.5 minutes is too long for the surgeon. The polymerization time did not take so long before. No patient involvement has been reported. No adverse event have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cement was stored uncooled,at 23.5 degrees celsius. Cement was put in the operating room about 45 minutes before to surgery.(temperature in operating room is 19.5 degrees celsius and humidity is 15.7). At the beginning of the surgery, cement had a temperature of 19 degrees celsius. The polymerization time after 14.5 minutes is too long for the surgeon. The polymerization time did not take so long before.